Manufacturer narrative:
The pump passed the currents test, self test, rewind, basic occlusion, prime and displacement tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. Unable to confirm the motor position encoder error alarm due to an erased history file. The drive support disk was inspected and no anomaly was noted. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the unexpected restart, occlusion or no delivery alarm tests due to the motor error alarm. The pump had a cracked case at the display window corner, minor scratches and a cracked display window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a motor error alarm during prime on the insulin pump. Customer's blood glucose was 7.5 mmol/l. Customer stated that the pump was not exposed to a high magnetic field. Customer had a motor position encoder error alarm. Customer will be sent a replacement. Customer was asked verbally and in written form to return the pump for analysis.